Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 52.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed instance of noise which lead to aborted shocks. The patient was asymptomatic. The lead was laser extracted and replaced with no complications. The patient condition was stable after the procedure.